Manufacturer narrative:
The customer's issue was investigated. Calculated hemoglobin (chgb) is derived from the measured hematocrit (hct) reading on the epoc device. Given this relation, the review focused solely on hct performance of the card lot. Internal testing conducted at time of release and throughout product lifetime did not show any abnormalities in hct performance. Internal records were reviewed, and no potential causes were identified. A review of customer-provided information did not indicate any epoc system-related reason for the discrepancy. Without the requested raw data from the customer, further analysis of the customer's issue cannot be completed. The cause of the event is unknown. No systemic product issue identified.

Event description:
The customer reported discrepant hematocrit (hct) and calculated hemoglobin (chgb, calculated using hct) results when compared to repeat testing with a new sample on a laboratory analyzer. It should be noted that epoc uses conductivity to measure hematocrit while the comparative instrument counts cells. There is no report of injury due to this event.

Manufacturer narrative:
The customer was unable to provide instrument files for the date of event. Investigation is underway into the performance of the reagent lot in question. The cause of this event is unknown.